Event description:
The customer initially reported that two stryker light cords were damaged after a completed cycle in the sterrad nx sterilizer. The coating of the polymer cord bonded with the mylar pouches when the light cords were removed from the sterrad sterilizer. The coating remained attached to the mylar pouch. The damage to the pouches was described as "pouches melted". The stryker cords were brand new. Subsequent customer follow up indicated the stryker cords were placed in mylar pouches which were placed in the sterrad nx sterilizer with the mylar end lying on top of the racks. The package was placed away from the sides of the chamber. The customer stated that it was done in error. They are no longer using the mylar pouches and do not have any more issues with damaged devices.

Manufacturer narrative:
Concomitant devices: stryker light cord- model and serial numbers unknown. Mylar pouches - model and serial numbers unknown. (B)(4): damaged device. The sterrad nx, user's guide warns: know what you can process: before processing any item in the sterrad nx sterilizer; make sure you know how the sterrad sterilization process will affect the item. Read, understand, and follow the medical device manufacturers' instructions for their products. The foldout chart in this guide lists the certain types of items and materials that can be safely processed in the sterilizer. This guide is not intended to replace any medical device manufacturers' instructions. If you have questions, or if you are in doubt about the materials in your devices, contact the medical device manufacturer or your asp customer representative for more information. The model and serial numbers for the stryker light cord are not known; therefore, it is not possible to check the sterrad nx sterility guide to find out if it is listed as a compatible device with the sterrad nx. Tyvek pouches and rolls with sterrad chemical indicators are the only pouches and rolls available on the market that have been validated by asp, and are the only pouches and rolls that asp recommends for efficacy and indicator stability. Therefore, mylar pouches are not approved for use in the sterrad nx. The customer has contacted the device manufacturer regarding this issue.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history, the service and complaint history, trending by product line and system serial number and the system hazard and user misuse analysis. The DHR (device history review) for the sterrad nx system (serial number (B)(4)) confirmed that the product met all specifications at the time of release. The service and complaint history for the sterrad nx did not reveal a trend for damage to customer device. Trending analysis for damage to customer device issues associated to the sterrad nx did not indicate a significant trend. The shuma (system hazard and user misuse analysis) is reported to be a score of (B)(4) or "broadly acceptable risk". There was no product returned for investigation. The device was confirmed not compatible for sterrad processing.